Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the ins charge amount did not decrease. Although the device was charged every night and usually decreased to about 50-70%, today it remained at 100% without decreasing. The recharger app was opened, the power button on the recharger was turned on, therapy was confirmed to be on, and the charge was confirmed to be at 100%. When asked if there was a possibility that the therapy had been turned off, it was stated that this was absolutely not the case as the effects of therapy  were felt very strongly and it would be noticed if therapy was off. It was explained that if the therapy had not been turned off, it would be necessary to have a consultation and have the attending physician check the settings to determine why there has been a change in battery consumption. The patient was hesitant to accept this explanation and had questions such as whether the issue could be due to the handset's response or variability among electronic devices. Eventually a understanding was reached. Since the attending physician was available only on thursdays and fridays, it was agreed to monitor the situation on (B)(6) 2025 and 25-nov-2025 without charging. If the battery remained at 100%, the patient would contact the hospital on (B)(6) 2025 to make an appointment.  If an appointment could not be made, it was understood that a direct visit would be necessary. It was noted that the patient's next appointment was scheduled for (B)(6) 2025, but waiting until then was not possible. The issue was not resolved.